Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse checked the frontal or lateral ippc booting sequence and found dcps power supply was faulty. To resolve the issue, fse replaced the dcps power supply and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on. It would stop when the counter reached 0:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the dcps power supply and returned the system to use in good working order.